Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire and the reported tip separation was confirmed. The reported entrapment of the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties of entrapment of the device and tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, after implanting a stent, the bmw was jailed. It was possible to push back the wire under the stent. However, the tip separated and remained behind the implanted stent. In this case, it is likely that during stent deployment the guide wire moved from the intended location and became trapped behind the stent implant. Manipulation against resistance likely resulted in the reported separation and subsequent damages. Additionally, the reported treatments appear to be related to the operational context of the procedure as the separated portion of the gw remains trapped behind the implanted stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device available for evaluation. Initial reported.

Event description:
Subsequent to the previously filed report, the following information was received: a second wire was placed to implant a second stent in the side branch. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. The hi-torque balance middleweight (bmw) hydro guide wire was placed as safety backup for a bifurcation. After implanting a stent, the bmw was jailed. It was possible to push back the wire under the stent. However, the tip separated and remained behind the implanted stent. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.